Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from the patient alleging that his new replacement device started whining on exhale and after about a half an hour of a very annoying noise it felt like something was coating his throat. He removed the device and switched back to his old machine. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from the patient alleging that his new replacement device started whining on exhale and after about a half an hour of a very annoying noise it felt like something was coating his throat. He removed the device and switched back to his old machine. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. This report has been reassessed and determined to be non-reportable. If any additional information is received, a follow-up report will be filed.